Manufacturer narrative:
Initially, one event was reported by the patients' attorney. However, review of the medical records showed there to be additional implants. The information provided indicated that the patient was treated for adhesions, hematoma, fistula formation, and recurrence, all of which are known possible adverse reactions listed in the IFU. The patient was also treated for infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A manufacturing review that included review of sterility records was performed and did not find evidence of a manufacturing related cause for the alleged event. Additionally, no sample was returned for evaluation. With the currently available information, no additional conclusion(s) can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The composix kugel mesh implanted on (B)(6) 2002, was reported to the FDA in accordance with (B)(4). See MDR 1213643-2012-00071 for information related to the bard flat mesh implanted on (B)(6) 2004.

Event description:
The initial attorney report alleged additional pain/defective mesh after the implant of composix kugel mesh. The following is based on the medical records provided by the patient's attorney: (B)(6) 2002 - patient underwent repair of upper abdominal incisional hernia with composix kugel mesh and repair of a lower abdominal incision umbilical hernia with composix mesh. Following the mesh implants the patient developed a hematoma with drainage, which became infected intermittently. (B)(6) 2002 - patient underwent debridement and irrigation of the abdominal wall with drainage tube insertion. There was minimal infection noted inside the cavity. (B)(6) 2002 - patient presented with green drainage from catheter. The infected wound was irrigated and the patient was advised to take cipro. This was noted to be a "salvage procedure, since the patient did not want the graft removed." She was discharged home with home health daily irrigations. (B)(6) 2004 - patient underwent repair of recurrent ventral hernia with flat mesh. (B)(6) 2006 - patient underwent excision of the flat mesh. It was noted that the mesh material was fairly free floating. (B)(6) 2006 - patient underwent wound exploration, evacuation of abscess, and reapproximation of ventral hernia for repair of recurrence. It was decided to leave the mesh in position, since the mesh was adherent to intestinal loops. Some small pieces of mesh were cut and removed. (B)(6) 2006 - patient presented for a consult, chronic infected mesh with associated intracutaneous fistula was noted. Also noted was that the patient refused a complete history and exam. (B)(6) 2006 - exam notes, granulation with foreign body, exposed 3cm wound opening at midline, epigastric area.